Event description:
On (B)(6) 2011, pt reported she has been experiencing elevated blood glucose levels because, the infusion set cannulas were bending. Pt stated, the blood glucose levels were up in the 500's mg/dl. Pt stated, she doesn't know her normal range. Pt reported there were no issues with preparation or insertion of the infusion sets. Pt stated, the infusion sites did leak. Pt manually inserted the infusion sets. Pt reported, she recognized the issue sometimes right away and sometimes it took a couple of hours to affect her. Pt stated, she experienced these issues more than once. Pt no longer has the alleged infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.